Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.¿ a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board (sib) was replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and mechanical ventilation was not available. There was no report of patient involvement.